Event description:
A peritoneal dialysis nurse has reported that dialysis solution was leaking out of the patient connector during treatment. Patient noticed a loose connection where the fluid was coming out. The origin of the leak could not be identified. Patient receive prophylactic antibiotics as a precaution and had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.